Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in the reservoir compartment noted. Device received with cracked case behind the pump at the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Please disregard this report as it was created in error. The event was already report under report number 3004209178-2020-62540.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to hyperglycemia. The customer blood glucose level was 700 mg/dl. Customer also noticed a crack on the battery compartment. Customer declined to provide the information or do the troubleshoot. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.